Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and head was performed using only part numbers in search of similar recurring reports, involving loosening and ossification for the products during their lifetimes, as no batch numbers have been provided, therefore a full complaint history review could not be performed. Similar complaints have been identified and this failure will continue to be monitored. Device lot details were not provided and therefore the production records for the devices reportedly involved in this incident could not be reviewed. However, all the released devices involved would have met manufacturing specifications at the time of production. As full device details were not provided, the specific product IFU could not be reviewed. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The reported pain and intraoperative findings of heterotopic ossification noted about the hip capsule and movement of the femoral component cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Based on the available information, the root cause for the ¿heterotopic ossification¿ cannot be concluded but some patients can be genetically predisposed it is a known complication of joint surgeries and is related to the procedure and not the device. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported right hip revision surgery due to extensive heterotopic ossification of the right hip and also femoral loosening